Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went on site to troubleshoot the issue with the surgeon side console (ssc). Fse calibrated and verified the ssc. Test drove system with no errors. System is ready for use. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer reported that universal surgical manipulator (usm2) was locking up. The customer stated usm2 was not consistently letting go of the needle in usm2 and that it was locking up. Technical service engineer (tse) viewed system logs and did not see any errors. The customer stated they are only using usms 2, 3, and 4 for this case. Tse asked if they may have swapped to usm1 and that's why usm2 locked up and the customer did not think so. Tse recommended checking to see if the finger clutch feature was on. The customer continued with the case. The customer would like the field service engineer (fse) to check out the system. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and it initially powered on without errors. The action taken was to use another usm. The surgeon disabled/discontinued the use of the usm. The procedure was robotically completed with all 4 usms. Another usm was used to complete the procedure.